Event description:
Customer reported not being able to test his blood glucose due to not being able to set up his freestyle freedom lite meter. Customer reported experiencing symptoms of dry mouth, dizziness and loss of consciousness. Customer reported going to see his doctor who diagnosed him with hyperglycemia and treated customer with insulin and intravenous fluids. Customer also reported taking his normal oral diabetes medication to counteract his symptoms. It is unk whether customer's doctor visit was related to his symptoms. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.